Manufacturer narrative:
The technician found the shoulder bolts missing on the side rails. The technician replaced the shoulder bolts to repair the bed.

Event description:
Information received indicates the side rails will not latch in the upright position.